Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 the patient developed recent myocardial infarction (rmi). On (B)(6) 2017 resolute integrity drug eluting stents (rsint30038jx and rsint30022jx) were implanted to treat lesions in the proximal right rca and the proximal lad, exhibiting 100% and 99% stenosis respectively. There was no damage noted to the device packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. The lesions were pre-dilated. Negative prep was performed with no issues. Resistance was not encountered when advancing the devices and excessive force was not used. Both stents were implanted successively, rsint30038jx in the rca and rsint30022jx in the lad. The lesions were post-dilated. Post-op, no stenosis remained and the stents were observed as being fully engaged with an angio-graphic catheter. On (B)(6) 2018 during hospitalization, an electrocardiogram (EKG) indicated the presence of a ventricular fibrillation (vf) wave. An angiographic catheter was then inserted and revealed stent thrombosis. A procedure was performed to treat the thrombosis using a 3.5 mm plain old balloon angioplasty (poba) device. Percutaneous cardiopulmonary support (pcps) was used but the patient was weaned from pcps a few days later. The patient is reported to be currently recovering. The patient is prescribed aspirin on an on-going basis. No other medications are listed in the patient's treatment notes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.